Event description:
A customer reported that there was a leak of clear fluid dripping from the coulter lh500 hematology analyzer. The leak was approximately 5ml in volume and was not contained within the instrument. The operators were wearing lab coats and gloves when the leak was discovered. There was no report of exposure to mucous membranes or open wounds, and no one sought medical attention. Material safety data sheet (msds) was not reviewed, but there is a risk management or exposure control plan in place at the facility. There was no report of patient results being affected by this event. There was no report of death, injury or change to patient treatment as a result of this event. Service was dispatched on (B)(4) 2012 and the field service engineer (fse) replaced broken tubing at pinch valve (pv49). Service activity performed was verified to per established procedures, and the results met published performance specifications. The leaked fluid may have contained blood, diluent, cleaning agent.

Manufacturer narrative:
(B)(4).